Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure, the device had evidence of leakage which caused drop in lung volume and required transfer to supine position. The pressure was check and not achieving filling pressure, direct laryngoscope was performed which previously verified as functional. After removing the dysfunctional device, evidence of breakdown of the pneumatic ball. Patient required reintubation of the medical device and recovered without sequelae.